Manufacturer narrative:
Follow-up #1 date of submission 10/22/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn but the keypad rubber keypad was intact. Evaluation revealed that the ok, contrast and down keypad buttons were intermittently unresponsive and the up button responded appropriately. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons required multiple presses and increased force to respond. The patient reported first noticing the issue a couple months prior and the issue was getting worse. The patient denied trauma to the pump and confirmed that the keypad was intact but the button symbols were worn. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.